Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, no investigation of device was not possible. Should any new information be returned, we a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old (B)(6) male presenting with acute myocardial infarction and cardiogenic shock. During the procedure, patient endured limb ischemia, as a result of using the device. As treatment, device was removed and patient's condition improved.